Event description:
It was reported that during a holmium laser procedure to treat an enlarge prostate, the fiber body overheated and exploded. The physician replaced the fiber, and completed the procedure, without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. However, the customer provided a photo showing that the connection between the fiber and the console caused the overheating, which ultimately led to the fiber break. The reported device performance allegation can be confirmed. The device history review (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, the most probable cause assigned is cause traced to component failure.

Event description:
It was reported that during a holmium laser procedure to treat an enlarge prostate, the fiber body overheated and exploded. The physician replaced the fiber, and completed the procedure, without patient complications.